Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a device used for bkp. It was reported that the balloon ruptured during inflation. No balloon fragments were left in the patient's body. The procedure was successfully completed using the reported product. No patient symptoms or complications were reported regarding this event. Update: balloon was damaged during  inflating (one side). The balloon was removed, and cement was filled after cleaning, and the procedure was finished. Update: the product came in contact with the patient.